Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving inappropriate shocks for svt rhythm detected as vf. Reprogramming recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.